Event description:
It was reported that during unspecified percutaneous treatment procedure a vessel dissection occurred. The lesion location and characteristics are unknown. While the runway guide catheter was inside the patient, a possible catheter induced dissection occurred. It is not known where the dissection occurred. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).